Manufacturer narrative:
(B)(4). Batch # n56n99. Additional information requested and received.: can it be confirmed that patient tissue factors led to issue? No. Surgeon stated that he thought it might have been the patient¿s tissue factors were any staple formation issues noted during initial procedure or reoperation? No, surgeon stated that they fired the stapler and that the problem site looked good with no bleeding. He looked again at the staple line about 5 minutes later and discovered bleeding. How many times was device fired? At least twice, unknown if fired more than twice. What were the patient comorbidities? Unknown. What is the current patient status? Stable condition, still has chest tubes in ¿ information as of (B)(6) 2017. The analysis found that one pve35a device was returned with no apparent damage and with a cartridge loaded on the device. The cartridge was received unfired. In addition, two cartridges were received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device performed without any difficulties noted during the functional testing. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Event description:
It was reported that during a robotic lobectomy, the doctor had cut and stapled the anterior trunk of the pulmonary artery on the second firing of the endocutter. Five minutes after firing the reload, the doctor noticed the tissue had separated from the staple line and bleeding was coming from the staple line. The doctor converted to open and used 5-0 prolene suture, in a continuous stitch, unknown knot, to oversew the staple line. The doctor reported 500 cc of blood was lost during the procedure and the patient received a blood transfusion to restore the lost blood. While the patient was in recovery, the patient was readmitted for an additional 500 cc of lost blood. When the doctor reopened the patient, it was reported the suture had torn away from the artery. The artery was resewed with unknown suture and the patient closed. The patient is currently being monitored in stable condition in the hospital. No other information is known.